Manufacturer narrative:
Dtma1d1 crt-d implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was observed with a false warning for atrial lead impedance. It was noted that the atrial port was plugged and currently not in use. It was also reported that the right ventricular (rv) lead measured decreased r-wave. The lead remains in use. No patient complications have been reported as a result of this event.